Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 5. The technical service representative (tsr) explained the alarm. The home patient (hp) stated the clamp was open on the unused supply line, however; the line was capped. The tsr had the hp cycle the power. The hc alarmed system error 2367. The tsr had the hp cycle the power again and instructed her to setup with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was an open clamp. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. If additional relevant information is received, a follow-up will be submitted. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.